Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("fragment remained") in a female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: contraceptive device removal incomplete ("fragment remained"). There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), allergy to metals ("allergic reaction to metal"), food intolerance ("food intolerance"), generalised oedema ("generalized swelling"), abdominal distension ("abdominal swelling"), headache ("headache"), tachycardia ("tachycardia"), amenorrhoea ("loss of menstrual period"), hyperplasia ("hyperplasia"), migraine ("migraine"), mood swings ("mood swings"), back pain ("lower back pain"), fatigue ("chronic fatigue"), alopecia ("hair loss"), anxiety ("anxiety"), depression ("depression"), libido decreased ("decreased libido") and anger ("outburst of anger"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for device breakage, allergy to metals, food intolerance, generalised oedema, abdominal distension, headache, amenorrhoea, hyperplasia, migraine, mood swings, back pain, fatigue, alopecia, anxiety and depression were unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amenorrhoea, anger, anxiety, back pain, depression, device breakage, fatigue, food intolerance, generalised oedema, headache, hyperplasia, libido decreased, migraine, mood swings, pelvic pain and tachycardia to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("fragment remained") in a female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: contraceptive device removal incomplete ("fragment remained"). There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. Essure was removed on 30-nov-2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), allergy to metals ("allergic reaction to metal"), food intolerance ("food intolerance"), generalised oedema ("generalized swelling"), abdominal distension ("abdominal swelling"), headache ("headache"), tachycardia ("tachycardia"), amenorrhoea ("loss of menstrual period"), hyperplasia ("hyperplasia"), migraine ("migraine"), mood swings ("mood swings"), back pain ("lower back pain"), fatigue ("chronic fatigue"), alopecia ("hair loss"), anxiety ("anxiety"), depression ("depression"), libido decreased ("decreased libido") and anger ("outburst of anger"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for device breakage, allergy to metals, food intolerance, generalised oedema, abdominal distension, headache, amenorrhoea, hyperplasia, migraine, mood swings, back pain, fatigue, alopecia, anxiety and depression were unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amenorrhoea, anger, anxiety, back pain, depression, device breakage, fatigue, food intolerance, generalised oedema, headache, hyperplasia, libido decreased, migraine, mood swings, pelvic pain and tachycardia to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.